Manufacturer narrative:
Results: the penumbra system ace 64 reperfusion catheter (ace 64) was fractured underneath the strain relief approximately 1.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the ace 64 was fractured underneath the strain relief. This type of damage likely occurs due to improper handling during removal from the packaging hoop or during use. If the device is forcefully removed from the packaging hoop at an angle or if the device is forcefully manipulated during use, damage such as this may occur. Ace 64 devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 64 kit (ace 64). During the entire procedure, the physician noticed that the ace 64 was separated around the hub and subsequently, it was leaking below the hub and sucking back air. However, the procedure was completed using the same ace 64. There was no report of an adverse effect to the patient.